Event description:
The customer reported that she has received motor error and no delivery alarms, and she believes the reservoir does not fit her insulin pump . The customer's blood glucose level was 250 mg/dl. The insulin pump was not exposed to a strong magnetic field. The customer did not want to return the reservoir or insulin pump for analysis. Troubleshooting was conducted and she was able to complete the rewind sequence. The insulin pump will be replaced. No furher information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.